Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to go to the hospital. The customer reported that the act button was unresponsive. The customer also reported that they experienced low blood glucose of 39 mg/dl. The customer declined to troubleshoot for high and low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined section was filled out incorrectly in the initial complaint. The customer stated the hospitalization was caused by a virus.